Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the front panel assembly. After replacing the front panel assembly, the issue was resolved. The fsr performed the user verification test and reported the unit meets factory specifications. The fsr reported the suspect front panel is not available for evaluation. Due to the part not being returned, no further investigation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen is frozen and will not allow changes. The customer reported there is no patient involvement associated with the event.